Event description:
Spontaneous call from pt's dad to report a pump malfunction. Ms3 pump sn# (B)(4) keeps giving error that there is no cartridge and the cartridge still had medicine. They change every 3 days and they would get the error every day while using that pump. It started on (B)(6) 2019 in the morning. He would go through restarting it and it worked until the next morning and got the same issue for the next 2 days. He is using the backup pump. Pump replacement and return box being sent. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Unk. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.